Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.